Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad-pak not maintaining electrical contact with device.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2013 and performed to specification up to (B)(6) 2016. Fluctuations in voltage were observed during this time. The device failed multiple self-tests due to a low battery between (B)(6) 2016. Upon visual inspection of the returned device the pogo pin was observed to be bent and mainly stuck inside the device, failing to spring into position. This resulted in the device being unable to make sufficient and prolonged contact with the installed pad-pak. A test pad-pak was inserted into the device and the device failed to power on, no status led was visible. The pad-pak was then held in, this provided sufficient contact for the device to power on, passing a self-test. This would confirm the reported fault. Due to the damage the pogo pins were replaced. A test pad-pak was again inserted into the device, the device passed a self-test. Investigation found the reported fault can be attributed to damaged pogo pins. The pogo pins were tested as part of visual inspection at configuration dispatch and as part of final test, it is therefore concluded that the damage to the pogo pins occurred after dispatch from heartsine.